Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not turn on. Philips confirmed that the service request sent for philips evaluation and repair service was rejected by the customer. As the service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.